Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Event description:
During an unknown procedure, it was reported that two t anchors were both deployed simultaneously upon activation of the fast-fix 360.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the depth limiter has been removed from the needle. The needle is dramatically bent on two planes. Both t¿s remain on the needle. Reported complaint of simultaneous deployment cannot be confirmed. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation, the root cause for the reported issue was determined to be user error. No further investigation is warranted at this time. (B)(4).

Event description:
Additional information received indicated that both implants deployed at the same time after being pushed through the tissue. The implants were able to be removed by the surgeon, and the implants do not remain in the patient unsupported. The procedure was a medial meniscal suture of the red area of the meniscus using a contralateral approach. The procedure was completed using a back up device from the same lot. The patient was noted to be okay post-procedure.